Manufacturer narrative:
(B)(4). The field service representative (fsr) was able to duplicate the reported issue. During corrective maintenance/inspection, the fsr discovered that the batteries being used in the battery module were not manufacturer supplied batteries. They were off the shelf batteries manufactured by (B)(4). The fsr replaced the batteries and the battery module operated normally. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during use of the device for a non-clinical activity, there was a battery discharge alarm. This issue was found during testing in biomed shop. There was no patient involvement.

Manufacturer narrative:
Per follow-up with the user facility¿s biomedical engineer (biomed): the battery module indicator was blinking red, there were no power fluctuations around the time of the event, all peripheral devices lost power when on battery, there was no audible alarm when the system was on battery power, the user does not discharge the batteries, there was no visual damage to the power cord or battery module, and they are slowly replacing all of their 8k perfusion systems with sorin perfusion systems. They only plan to have this system in service for another six months.

Manufacturer narrative:
No part will be returned. Inspection by the field service representative (fsr) found no other contributing factors to the battery failure.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.